Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2023. D6b: explant date: on (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7004974.

Event description:
It was reported that the patient developed an infection. No device malfunction was suspected. All components were explanted. No further information has been obtained despite good faith efforts.